Event description:
It was reported the device displayed an error code. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the programmer powered up with an error. It was also noted that the stylus was damaged and the electrocardiogram (ECG) connector was loose.